Event description:
The customer reported that the device unexpectedly shut down. There was no patient involvement.

Manufacturer narrative:
(B)(4). The customer reported that the device unexpectedly shut down. There was no patient involvement. The device was evaluated by philips. Philips found no trouble with the device. No failure could be recreated and the device passed all testing. The device was returned to service. Based on the customer's report, we are considering this a malfunction, but since the symptom could not be duplicated and the device passed all testing, we cannot determine the cause.